Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had power error detected. Customer blood glucose level was 229 mg/dl. Customer also stated that they are able to clear the alarm. The device will be returned for analysis.